Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that shortly after implant, the system was unable to successfully complete defibrillation threshold (dft) testing, even after multiple attempts. The system was explanted and replaced a couple days later. No patient complications have been reported as a result of this event.